Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing a brief low blood glucose event upon waking, with levels below 70 mg/dl for approximately 10 minutes. The user treated the low with juice and blood glucose returned to the target range. The user had recently reset the ilet, and the device is in the process of adapting to the user¿s profile. No device malfunction was reported.